Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp instructions for use notes risks which include vascular injury, access-site bleeding, hematoma formation, and hemodynamic instability. In this case, the impella-related events combined with the patient¿s underlying cardiogenic shock and coronary ischemia, may have contributed to recurrent hemodynamic compromise.

Event description:
A 69-year-old male with a history of coronary artery disease presented with cardiogenic shock secondary to an acute myocardial infarction. Mechanical circulatory support was initiated with an impella cp device, which was percutaneously implanted via the right femoral artery. At the time of impella initiation, the patient was classified as society for cardiovascular angiography and interventions (scai) stage b shock. The final scai shock classification was stage a. The impella cp was placed emergently after engagement of the left main coronary artery with a guide catheter for instantaneous wave-free ratio (ifr) assessment, during which the patient became bradycardic with a subsequent drop in blood pressure to the 60s mmhg. Following impella placement, the patient was transported back to the unit to await cardiothoracic surgery, and a hematoma and bleeding (amount of blood loss unknown) were noted at the access site. No blood products were given per the report. The patient experienced again bradycardia and hypotension. Hemoglobin at that time was 10.9 g/dl. Cardiothoracic surgery requested explantation of the impella device if the patient remained hemodynamically stable. The impella cp was subsequently explanted, and the access site was closed using perclose and angio-seal devices. Contralateral femoral access with an up-and-over technique was utilized to confirm adequate arterial flow. Thereafter, it was noted the patient underwent coronary artery bypass grafting ×2 vessels. The patient survived the event. Impella cp instructions for use notes risks which include vascular injury, access-site bleeding, hematoma formation, and hemodynamic instability. In this case, the impella-related events combined with the patient¿s underlying cardiogenic shock and coronary ischemia, may have contributed to recurrent hemodynamic compromise.

Manufacturer narrative:
The investigation was completed. Investigation summary: asae/ bradycardia/hypotension/hematoma/major bleed: the root cause of the access site adverse event was not determined due to insufficient clinical details.